Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection cable that was not properly seated to a connector on the digital board. The cable was reseated to resolve the report. It could not be firmly established how the connector became misaligned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white, had colored lines and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.